Event description:
A friend or family member of the patient reported the patient possibly having a CT of the pelvic. The patient was experiencing pain in the pelvic area. The caller stated the healthcare professional (hcp) discovered a possible mass or inflammation in pelvic area that was the need for the CT scan. It was also noted the patient may also need a MRI for the same reason. The patient is implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.